Event description:
It was reported that the device ¿jumps¿ and often ¿surges¿ and ¿comes back shocking her.¿ additional information requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).